Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the time of injection in the eye of the patient there was a click. The plunger came out of the tip before the lens and the cartridge split to release the lens which was implanted. There was no impact for the patient, the implant is intact and in the eye. A resistance at the time of the release of the implant was noted. Through follow up it was confirmed that the cartridge cracked in the tip area and that no interventions outside of normal procedure were necessary. No additional information was provided.